Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 12, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert for was first triggered on the (B)(6) 2025, day 21 after insertion. The sensor was requested and received for further investigation, and upon receipt, it was observed that the sensor had a significant portion of hydrogel missing over the optics, which is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps. The sensor was tested in-house for its functional performance; however, the test result was inconclusive due to the missing hydrogel. A further review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channels, since insertion, leading to early sensor retirement. The potential root cause for the slow recovery post-insertion is coagulated blood from the insertion process interfering with the interface of the hydrogel. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report: 12 may 2025. G3. Date received by the manufacturer? 12 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.